Event description:
It was reported that when using the bd pyxis¿ es server all orders were not crossing over to all stations, orders were clearing out from epic but not showing up on the stations the customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes and catalog, serial, model and device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station all orders were not crossed over. The technical support specialist connected to the application server and found the issue was related to tracing database maintenance on the cce. External messaging services were restarted with no change, and the issue was escalated to the interface team. Monitoring maintenance was manually initiated, and carefusion coordination engine (cce) services were restarted. No delays or errors were found. The system functioned as intended after the technical support specialist addressed the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all orders were not crossing over to all stations, orders were clearing out from epic but not showing up on the station. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.